Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens of -9.0/1.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2024 the lens was exchanged with a longer length lens due to low vaulting. The problem resolved. The cause of the event was reported as unknown.